Manufacturer narrative:
No device malfunction was alleged by the reporter. No photographs were provided for review. No radiographs or operative notes were provided for review of usage or technique. A review of manufacturing records was unable to be performed as the part and lot information of the product involved in the event was not available. Information was provided that indicated the surgeon reported the patient was in "poor condition" prior to the procedure, which would indicate the cause of the adverse event was likely a result of pre-existing patient related factors and improper patient selection criteria for surgery, as listed as a contraindication in the IFU. Labeling review: "contraindications... Contraindications include, but are not limited to... Patients with inadequate bone stock or quality, patients with physical or medical conditions that would prohibit beneficial surgical outcome..." "Potential adverse events and complications... Residual risks to the patient associated with the use of the reline system are...risks inherent to invasive surgical procedures associated with site access and preparation, implant selection and placement, and achievement of correction which cannot be eliminated. These risks include early or late infections, pain, loss of correction, new or worsened deformity, tissue damage (including hematoma), wound dehiscence, and minor nerve injuries (such as numbness or mild weakness). While rare, these risks also include the following: bone fractures (including pedicle breach/fracture, vertebral body fracture, endplate fracture), serious nerve damage or neurologic deficit (numbness, weakness, or loss of function), vascular injury, visceral injury to adjacent organs, dural tear (with the potential for cerebrospinal fluid leakage), and screw misposition; many of these events may necessitate revision surgery. The probability of some events may be increased due to instrument or implant failures which, when functioning as designed, serve to mitigate common surgical risks..." "Warnings, cautions and precautions... The subject device is intended for use only as indicated..." "...the implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient..." "...patient education: preoperative instructions to the patient are essential. The patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "Pre-operative warnings... Only patients that meet the criteria described in the indications should be selected. Patient condition and/or predispositions such as those addressed in the aforementioned contraindications should be avoided...care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient..."

Event description:
It was reported that during a spinal procedure, a patient experienced a sudden drop in blood pressure and subsequent cardiac arrest. The procedure was completed and resuscitation efforts were successful. The patient was transferred to the ICU and has since been reported to be in stable condition.